Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on 03/19/2009 along with concurrent laparoscopic supracervical hysterectomy due to sui, cystocele, rectocele and vaginal vault prolapsed. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and ams mini arc precise was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent excision of exposed vaginal mesh on (B)(6) 2009. It was also reported that patient underwent posterior vaginal repair and loop electrosurgical excision procedure on (B)(6) 2009 due to dysmenorrheal and persistent vaginal bleeding and mesh revision on 01/06/2012 due to mesh exposure. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems and vaginal scarring. It was reported that the patient underwent excision of mesh laterally; closed defect on (B)(6) 2014 due to mesh erosion. (B)(4) -urinary/bowel problems.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and ams mini arc precise was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.